Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported patient experienced 375 error code on recharger which indicated antenna failure. Patient mentioned he was currently in a lot of pain, and this was partially because of not being able to charge due to the 375 code on recharger. Patient mentioned his stimulator was on right now but the stimulation sensation would come on and then go away and then come back. Patient said that he would stop feeling stimulation and then when he started feeling stimulation again, it was like the stimulation would come on full blast. Patient stated he wanted to charge his ins all the way up before attempting to troubleshoot the issue. Patient noted he had adaptive stimulation, he was at work and did not have equipment to troubleshoot stimulation issue. It was documented the stimulation issue/pain was not resolved during call, patient said he might call back for help troubleshooting stimulation sensation and going (adaptive stimulation). A new recharger antenna would be sent, recharger antenna was damaged. It was noted patient had pain, stimulation sensation turning off/on and 375 code on recharger. Patient said all these issues started same time over the weekend.